Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two nephromax dilatation balloon catheters used in the same patient and procedure. It was reported to boston scientific corporation that two nephromax dilatation balloon catheters were used in the nephrostomy tract during a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that both balloons burst. The procedure was completed with another nephromax dilatation balloon catheter. There were no patient complications reported as a result of this event.